Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(6) 2010, the battery voltage with telemetry was 2.85v and the daily measurement was 2.96v. This is within expectations and not a question of longevity. On (B)(6) 2010, the telemetered battery voltage was 2.78 v, while the daily battery voltage trend measurement was 2.96 v.

Event description:
It was reported that the device had possible premature battery depletion. It was further reported that the in-office voltage was 2.78v, but review of device data showed 2.94 to 2.95 v. The device remains in use. No patient complications have been reported as a result of this event.